Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4).

Event description:
The following was reported to hamilton medical ag: - hamilton medical ag received the following incident description: "the ventilator device complete shut down and could not be switched on again. Both batteries were fully charged". - this occurrence was noticed during patient ventilation. - there is need for medical intervention reported. Patient was ventilated by using a manual resuscitator (ambu bag). - no harm to the patient, user or third party has been reported.